Event description:
It was reported that a flogard infusion pump experienced a false occlusion alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced on-site. A follow-up report will be filed if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4).evaluation: the device was serviced at the customer site. The sample was visually inspected and functionally tested. The reported problem of an occlusion alarm was not confirmed. The cause could not be determined. A service history review revealed no previous service events were related to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.